Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a blood glucose value of 339 mg/dl, and required assistance completing a full supply change of the cd infusion set and resuming insulin delivery. Symptoms included high blood glucose. Outcomes included continued device use with glucose trending downward after the supply change. Investigation included remote review of device data and user coaching on performing a full supply change and resuming insulin delivery. Investigation of this case revealed no device malfunction identified from available data, and the event was consistent with hyperglycemia of unclear cause that improved after supply replacement and resumption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.